Event description:
Customer's ot ultra meter was missing readings from the memory. The issue was unresolved with troubleshooting. The customer did not experience any adverse event. The meter was replaced for the customer.